Event description:
It was reported that the pt experienced a burning sensation around the implant site. The sensation began 10 minutes after turning on the stimulator. It would also take the stimulator 30 minutes to cool after it was turned off. At the time of this report the event had occurred twice.

Manufacturer narrative:
(B) (4).